Event description:
Customer called to report damage to the insulin pump. Customer stated that there is a bubble on the left side of the display screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No bubble was noted on the display glass. However, the insulin pump had cracked and bleeding display glass, minor scratches on the display window, a scratched reservoir tube window, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or motor.